Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the device's jaw locked during use. There was no harm to the patient. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Batch #n93e35.

Manufacturer narrative:
(B)(4). Batch # n93f0l. Device evaluation: the device was returned with the jaws misaligned. Upon inspection under magnification of the jaw it was noted that one of the retention pins that holds the jaws in position was sheared off. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaw prevented the functionality of the device. The instrument was unable to fully cycle open and close. A probable cause of the damage to the retention pins could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.